Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image of the subject device partially disappeared when the subject device was reinserted into a trocar after the withdrawal from the trocar during an unspecified therapeutic procedure. The facility changed the subject device with similar but another device and the procedure was completed. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation, the reported phenomenon that the endoscopic image of the device partially disappeared was not duplicated even if the universal cord and flexible part of the insertion section were twisted, bending section was angulated, and the device was run for a long time. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.